Manufacturer narrative:
1 of 1 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer. The devices had debris build-up. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction event where a midwest tradition handpiece overheated. No injury resulted in the event.